Event description:
It was reported that this 10 year old right atrial (ra) lead had an alert for low out of range pacing impedances at 53 ohms. The lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).